Event description:
It was reported that the patient felt a "dramatic shocking sensation" in the head, hand and leg on the right side. It was noted that the patient "was just sitting there having a root beer float." It was noted that after the shocking sensation, the patient's tremors came back. The patient reported the incident to his physician the next day. It was noted that the patient had a physician's appointment on (B)(6) 2012 in which the manufacturing representative and health care provider (hcp) checked the device. It was noted that when they interrogated the device, it was off. It was noted that after the incident occurred, the patient used the patient programmer to check the system, but the "batteries were low." The patient noted that "because the patient programmer didn't act right, it confused them." It was noted that after the manufacturing representative "installed new batteries in the patient programmer at the hcp's office, it worked fine." It was noted that after using the patient programmer to turn the implantable neurostimulator (ins) on, it "jumped" form 0v to 6v, so the manufacturing representative used the clinician programmer to increase the stimulation slowly. It was noted that the patient's "tremors abated and everything was fine." It was noted that all the impedance measurements were fine. It was noted that the patient was "doing fine now." No electromagnetic interference (emi) was reported.

Manufacturer narrative:
Product ID: 7482a51, serial# (b)(40, implanted: (B)(6) 2009, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v181305, implanted: (B)(6) 2009, product type: lead. (B)(4).